Event description:
Baxter received a report that an intermate had its tubing break at the junction of the tubing and the distal luer. Reportedly, when the customer tried to clamp the tubing with the slide clamp, the tubing severed and caused the device to leak. According to the customer, the solution leaked onto the patient, the patient's wife, and the patient's dog. The device was filled with a 250-ml solution consisting of 1500 mg of vancomycin in normal saline. This condition interrupted therapy and breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury or medical intervention necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of the tubing broken at the junction of the luer post. The edge of the broken tubing was observed to be jagged (not smooth). In an attempt to reproduce the defect, the slide clamp was tested on the tubing by manually clamping at different areas on the tubing; however, no signs of breakage or cut were observed on the tubing. The defect could not be reproduced. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.